Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported that when the patient was sleeping and connected to the power module when a red heart alarm was heard. The patient was asymptomatic at the time of the alarm. The patient was hospitalized, and the event history showed multiple pump off events and low speed operations. The patient was being managed by connecting the vad to batteries at all times until further notice. Log file analysis showed speed drops below the low speed limit and pump stops on day 23. This type of behavior has been linked to issues with the percutaneous lead, but the hospital could not release x-rays. These issues only appear to be occurring, while the vad is connected to the power module.

Manufacturer narrative:
Manufacturer's investigation conclusion: low speed and pump stoppage events were confirmed through the review of the log file submitted by the account. Based on experience with the hmii lvas and similar reported events, the low speed and pump stoppage events that occurred while the patient was supported by the power module could be indicative of driveline damage. The submitted log file contained approximately 27 hours of data. The pump began to struggle to maintain a speed above the low speed limit beginning on day 23, hour 14, minute 15 when a low speed advisory alarm is triggered. These alarms were followed by multiple pump stoppage events through day 23, hour 14, minute 16 with corresponding hazard alarms for low speed and low flow. All low speed and pump stoppage events occurred while the system was supported by the power module. No other atypical alarms or events were captured. The actual speed remained above the low speed limit for the remainder of the log file and the pump appeared to be functioning as intended. X-rays were reportedly taken but were not released by the hospital. The patient will remain on 24/7 battery support going forward and remains ongoing on heartmate ii lvas, serial number (B)(6). No product is available for investigation. No further complaints have been reported at this time. The relevant sections of the device history records for (B)(6) and the percutaneous lead were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on 22may2015. The heartmate ii lvas IFU is currently available. This IFU discusses pump speed, power, flow, and pulsatility index in section 1, ¿introduction¿. This IFU also outlines the indications of driveline damage, as well as how to respond to such events. The section entitled ¿alarms and troubleshooting¿ contains information regarding alarms on the system controller, including low speed/flow advisory/hazard alarms, no external power alarm, and pump off, and the proper actions associated with them. This section also provides information on driveline care and cleaning. The user should check the driveline daily for signs of damage (cuts, holes, tears) and call their hospital contact right away if the driveline is damaged (or might be damaged). The current heartmate ii lvas patient handbook contains a section on ¿caring for the driveline¿, however, all heartmate ii lvad drivelines have the potential for wire/shield breakdown to occur dependent upon length of use and movement/flexing over time. The section entitled ¿alarms and troubleshooting¿ contains information regarding alarms on the system controller, including low speed/flow advisory/hazard alarms, no external power alarm, and pump off, and the proper actions associated with them. In the event of a red heart/pump off alarm, the user is instructed to connect to a working power source right away and if connecting to power does not resolve the alarm, press any button on the system controller to attempt pump start and call your hospital contact immediately. The patient handbook also provides instructions in the event the pump stops in section 8 ¿handling emergencies¿. No further information was provided. The manufacturer is closing the file on this event.